Event description:
It was reported that the transfer lock plate is damaged with accessible sharp metal edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.